Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly calcified and mildly tortuous right coronary artery. A 2.75 x 38 mm xience prime stent was implanted and a distal-edge dissection was noted during implantation. Therefore, a 2.75 x 15 mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.